Event description:
It was reported, that low sensing was detected on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences, the patient was stable.